Event description:
The pt's daughter reported that pt's blood glucose was 29 or 36 mg/dl. The pt's daughter advised pt to eat a candy bar. Some time later (unknown time frame), the pt's daughter arrived at pt's home where the pt's daughter found pt sleepy and drowsy. The pt's daughter transported pt to the hospital where pt's blood glucose was 370 mg/dl. Pt was treated with insulin and released 2 and 1/2 hours later.